Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-07124). Correction: (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that an alert for elective replacement indicator was observed via merlin.net. Premature battery depletion was suspected. The device was explanted and replaced. The patients condition is stable.